Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after implanting the lens into the capsule bag the surgeon noticed that the front and back surfaces of the lens were cloudy. She tried to wash the surface of the lens by irrigation but it did not give any result. The lens was still in the patient eye and there were no complications noted. Additional information was received and stated that a second intervention is not yet required and visual acuity on the first day after surgery was 0.2.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. Only photo was returned. Video review performed: a video was provided imaging the eye through an aperture where it was reported that, after implanting the lens into the capsule bag, the surgeon saw that the front and back surfaces of the lens were cloudy¿ which could not be removed by irrigation. A diffuse cloudy appearance is present across the lens where the cause is unable to be determined from the video and further identification would require clinical review beyond this image assessment. Based on review of the attached photo, the iol (intra ocular lens) appears cloudy. A definitive determination of iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).